Event description:
The catheter was inserted in 2007. When the nurse was removing the needle, the tube separated from the inserter.

Manufacturer narrative:
We received one used unit and sent it to be decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.